Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor also, received with corroded battery tube. The insulin pump passed basic occlusion and displacement tests. The insulin pump was received with minor scratches on the lcd window, cracked case at the reservoir tube window corners, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cracks and pieces have fallen off of it. When she was filling the tubing, the insulin pump stopped filling the tubing at three units. The insulin pump's screen had a crack, a piece was missing from the battery compartment, and the insulin pump had scratches everywhere. The insulin pump was dropped. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.